Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that transmitter failed error occurred. An unspecified amount of time later after the transmitter failed, the patient lost consciousness and her spouse call emergency medical services. Ems administered an IV of dextrose in water, the patient regained consciousness and declined transportation to the hospital. The patient¿s cgm and bg values were not provided. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.